Manufacturer narrative:
(B)(4). Date of initial report: 08/29/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ligasure electrode did not function when tested prior to use on the patient. Further troubleshooting at the site revealed one of the snap pins on the electrode was detached. No patient injury reported. Another device of the same type was used for the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/29/2016. Date of follow-up report: 11/08/2016. One ls3112 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection found that an electrode had detached and was returned. Further examination by a device engineer identified the issue as most likely due to over-feed of the electrode cable wires when they were crimped onto body cable leads during manufacture. In this case, the operator may have positioned the wires too far into the crimp area. The crimping tooling then crimped both the wire and the insulation, causing the strands to break and weak bonding of the electrode. The investigation identified the most likely root cause as assembly error. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this issue. In response to this event, a training session was performed with the assembly team to prevent reoccurrence.